Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited an increased pacing threshold measurement. A boston scientific technical services (ts) consultant discussed answers to the question of programming the atrio-ventricular search hysteresis (avsh) with a max tracking rate (mtr) of 140 bpm. Additional information was received that a revision procedure was performed four years later due to twiddler's syndrome. During the revision procedure it was observed that this right ventricular (rv) lead had been previously repaired and was severely twisted. The right atrial (ra) lead was also noted to be severly twisted. All lead measurements were stable and the leads were not dislodged. Therefore the physician opted to untwisted the leads and repair the rv lead again. Approximately eighteen months later another revision procedure was performed due to the patient's twiddler's syndrome. Both the ra and rv leads were dislodged. Subsequently the physician explanted the ra lead and the rv lead was partially removed and partially surgically abandoned. No additional adverse patient effects were reported. The field representative noted that the partially removed portion of this rv lead will likely not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.